Event description:
A healthcare professional reported through (B)(4) that a pt's battery pack smelled, like an electrical burn. On an unspecified date, the pt used the optineb and battery pack and placed it in her bag. When she got home, she could smell something burning (like an electrical burn). When the pt opened the bag, the smell was overwhelming. (B)(4). Usage of device: reuse.